Event description:
After intra aortic balloon pump for three days, blood was noted in the catheter. (Event complications: none from the event-reported 7/21/98.) (Pt's current status: unk-rpt'd 7/21/98.)